Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from the transfer set. The home patient (hp) stated she had become disconnected from the patient line. The hp was unsure of how the disconnection occurred. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. This issue is being investigated through CAPA.

Event description:
A home patient (hp) contacted global technical service (gts) reporting a system error 2240/2367 (air in set) that occurred on the homechoice (hc) during fill 5 of 5. The hp stated she had become disconnected from the patient line. The technical service representative (tsr) had the hp cycle power to system error 2367. Then the tsr had the hp cycle power to press go to start and had the hp remove the cassette. The tsr assisted the hp to clear the alarms and advised the hp to contact the nurse. Product surveillance (ps) spoke with the home patient (hp) on (B)(4) 2013, regarding the system error 2240. The hp was unsure of how the disconnection occurred. The hp stated she contacted her peritoneal dialysis nurse (pdn) regarding the alarm/disconnection. The hp resumed therapy the following day on the cycler. There was patient involvement. No patient injury or medical intervention was reported.